Event description:
A device component fell into the patient's cavity and was retrieved using a grasper.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
According to the reporter: the needles are falling out of all the devices. One of the items had difficulty loading and the button came off. Additional information has been requested but not yet received.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. A needle was found in the jaws of the instrument. Under microscopic inspection the needle had witness marks on the cones and around the loading slot. Witness marks from the needle tip impacting the beveled wall were observed under microscopic inspection. No sheering was observed on the toggle switches when observed using microscopic inspection. The instrument was loaded with a needle from the pmv inventory and applied to test media. No difficulty was experienced in loading, unloading, or toggling the needle. Visual and functional testing of the returned product confirmed the product, as received, met quality release specifications. Product analysis suggests the product was used in a surgical procedure. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.